Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgical procedure, the tip of the device detached from the hand piece unintentionally. During intraoperative use, the device tip came off from the hand piece without intent. No information was provided regarding retrieval of the detached tip, procedural delay, or any additional intraoperative interventions. There were no known consequences or impact to the patient, and no additional patient treatment was reported. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.